Manufacturer narrative:
A letter was sent via fax to the leasing company requesting additional information concerning the reported event and the evaluation and repair of the device. As of the date of this report, there has been no response from the leasing company.

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. Computer one 'blew up'. Called fire dept due to electrical smell. No injuries claimed. I asked her to give me exact details on the happenings, step by step and what model computer this is... She is unsure.... She needs to get more information and will call back. Was supposed to call me back and give me all the info on this customer. I have left three messages and still have not received a return call.